Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generators (epg) had a broken battery case. The product is expected to be returned for service. There was no patient involvement reported.